Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - estimated date of event.

Event description:
It was reported that on an unspecified date in 2021, a ht bmw guide wire was used in a procedure; however, the guidewire separated and the separated part remained in the patient's coronary artery. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. The device history record (DHR) and exception review was performed and revealed no indication of a product quality issue. A review of the lot history record (elhr) and similar complaint query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported material separation or patient effect. Factors that may contribute to material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation. The separated portion of the guide wire remains in the coronary artery. There is no indication of a product quality issue with respect to manufacture, design, or labeling.